Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when they were trying to use the neck trial, the screw in the neck trial was stuck closed. When the doctor tried to release the screw, the screw broke. There was minimal delay as a back up set was used. All pieces from the broken instruments were found and none were left behind in the patient. Instrument was thrown out in sterile processing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.